Manufacturer narrative:
(B)(4). Date sent: 12/6/2023. Additional information was obtained: relationship to study device value "possibly related" has been changed to "not related".

Manufacturer narrative:
(B)(4). Date sent: 10/11/2023. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: while the surgeon was using the device, did they note any defect or anything odd with the device? Surgeon¿s experience with the device? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a clinical trial (eng_2020_05) total thyroidectomy the patient experienced a chyle leak. This required in-patient hospitalization or prolongation of existing hospitalization and dietary fat restriction for 2 week. This event is possibly related to the study device and related to the study procedure.